Event description:
A facility representative reported a flogard infusion pump that shows an occlusion alarm all the time. The event was reported to have occurred upon power up in biomed service. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation:the reported problem of "an occlusion alarm all the time" was confirmed during device evaluation. The root cause of the reported problem was identified to be physical damage to the door specifically at the hinges and hairline crack near door latch area. The pump head door with the required parts were replaced to resolve the reported issue. Should additional information become available, a follow-up medwatch will be submitted.